Manufacturer narrative:
The customer contacted the siemens customer care center to report that an x02 sample queue error was posted to the advia centralink for a patient sample. The x02 sample queue error is sent to centralink from the automation system. The x02 has the following explanation: a sample rf-ID carrier different than the one expected appeared at the sampling position during the sampling operation. Warning: the host lis should discard the test results related to the sample ID reported in the sample queue error message (only for the analyzer reported in the message). The sample tube should be discarded because of the possibility of cross-contamination. The customer did not discard the original sample and obtain a redraw. This is a customer use error. The customer resolved the issue without support from siemens by processing the original sample and manually entering the patient test results in their lis. The manually entered test results were reported to the physician. The cause of the x02 sample queue error is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer contacted the siemens customer care center to report that an x02 sample queue error was posted to the advia centralink data management system for a patient sample. No initial test results were generated on the system. The customer resolved the issue without support from siemens by processing the original sample and manually entering the patient test results in their lis. The test results that were manually entered in the lis were reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the centralink data management system posting an x02 error.